Event description:
The day after the procedure the patient had non q-wave anterior mi. Peak ck was 3 times above upper normal level (unl), peak ck-mb was 3 times above unl, and troponin was 2 times above unl. Angiography confirmed stent thrombosis in the cyphers. The thrombosis was treated with balloon dilation only.

Manufacturer narrative:
The report is from the study. The patient is a male with a history of previous CABG (1994), hypertension, hyperlipidemia, smoking, myocardial infarction (mi), and a family history of coronary artery disease. The indication for the index procedure was previous q-wave mi. Heart rate at baseline was 86/min and blood pressure was 110/70. The target vessel was the proximal left anterior descending artery (lad). The vessel diameter was 2.9 mm and the lesion length was 15 mm. Pre-procedure stenosis was 90%. The lesion was de novo, ostial, irregular contour, and moderately calcified. The lesion was pre-dilated with a 2.5 x 20mm balloon at 12 atm. Two stents were implanted, overlapping in the lesion. A cypher stent was deployed at 15 atm and another cypher stent was deployed at 12 atm. Post-procedure stenosis was 0%. Ivus was not used and there were no procedural complications. The patient was discharged 5 days post procedure. The patient was followed up 1 month post-procedure and was asymptomatic. All medications were ongoing and uninterrupted. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-00932. Additional information will be submitted within 30 days of receipt.